Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with the stopper being misaligned. It was stated ¿several of the boxes within these cases only have 13-19 syringes in the package versus 25 that should be in the box. Additionally, the syringes are not properly aligned.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples including photos were provided for evaluation. However the complaint is for short count, therefore, it is confirmed based on description. DHR review for batch 7240832 (p/n 309701): manufacturing dates: 09/29/2017 to 10/01/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7240832 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: machine logs reveal issues with syringe loading robot resulting in low count trays. The issue was addressed before production resumed. However it is possible a limited number of trays escaped detection.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with the stopper being misaligned. It was stated ¿several of the boxes within these cases only have 13-19 syringes in the package versus 25 that should be in the box. Additionally, the syringes are not properly aligned.¿ there was no report of injury or further medical intervention.